Manufacturer narrative:
Product complaint # (B)(4). H 6. Investigation findings: c22 ¿ photo investigation . Investigation summary: the product was returned to ethicon for evaluation. Two detached needles outside its packaging that pertain to product code eh7222h were received for analysis. The product code is double-armed. In addition, a photo was provided, and it shows three open samples in a plastic bag. The visual assessment of the needles noted that the swage and attachment area were observed as expected. The barrel holes of the needles were examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. No adverse patient consequences were reported.